Event description:
On march 2, 2012, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed that the pump would power off after setting the date/time of the device. The patient did not allege any harm or injury because of the alleged issue. During troubleshooting, the patient replaced the pump's battery and the issue appeared to have been resolved. However, the patient was advised to monitor the pump. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. At this time, it is unclear if the alleged power issue was clearly resolved. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.